Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the observation position shift in the cfb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(out of focus).